Manufacturer narrative:
Findings: pump received with button error alarm and no button response due to flattened act button dome switch. Inspected on lcd connector and no unlocked connector noted. Pump received with cracked case at display window corners, broken battery tube threads, minor scratched display window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.